Event description:
It was reported that 4-0 vicryl suture was used in a bilateral laparoscopic tubal ligation procedure in 2001. The incisions were not healing, and pt returned to their physician post-operatively with thickening under their skin. Physician told pt "to give it awhile." Caller states their incision then "ruptured, was seeping and disgusting." Pt returned to their physician and some sutures were removed at their second visit post-operatively. Pt's returned for a third visit post-operatively at which time their sutures were resurfacing. Physician removed their remaining stitches and the physician "squeezed out the infection." Physician applied a topical ointment for infection.